Event description:
Pacemaker lead fracture was reported, leading to loss of capture. The patient had very slow underlying rhythm (25bpm) which caused syncope. Patient was admitted to, with temp pacing wires until new lead and device was implanted. Patient had a fall and is unknown if the fall caused the fracture or the fracture caused the fall.